Manufacturer narrative:
Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.

Event description:
It was reported by service report that during patient transport the stretcher stopped working. Nurse allegedly injured her knee as a result of the zoom drive disengaging during use. Customer reported that the nurse required medical intervention as a result of the incident. Customer and the stryker technician evaluated the unit and were not able to duplicate the alleged failure of the zoom drive disengaging during use. No additional information on the nurse's injury was made available at this time by the customer. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted. No adverse consequences were reported on behalf of the patient.